Event description:
It was reported that the patient faced infusion set pulled out during the past incident of insulin flow blocked event on 07 may 2026.

Manufacturer narrative:
Initial 2 of 2. E1: patient city: (B)(6). Patient country: australia. Zip: (B)(6). Name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip: code 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.